Event description:
Approximately six months ago, the user developed a fistula behind the ear. During the fistula excision surgery, the device was replaced.

Manufacturer narrative:
The device has been explanted and should be returned to the manufacturer for evaluation. When available, a device failure analysis will be submitted as a follow up report.